Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was repositioned three times due to decreasing r wave. It was noted that on the third repositioning, the rv lead had high and undefined impedance measurements. The lead was not used, and another rv lead was implanted. No patient complications have been reported as a result of this event.